Event description:
It was reported that the customer experienced a pixel issue on the pump display, which affected their ability to interact with and read sections of the pump screen. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.